Manufacturer narrative:
One swan- ganz bipolar pacing catheter was returned for evaluation. The customer report of catheter did not pace was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of the catheter body was performed just proximally of the proximal electrode to expose the pacing leadwires. It was observed that the proximal leadwire was broken at 2 cm proximal from catheter tip. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for more than 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings and catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information the failure cannot be associated to a manufacturing defect, as customer reported it was during procedure. Therefore, a root cause could not be identified at this time. As part of the manufacturing process, all units undergo a process verification for nickel magnet bifilar delamination and insertion of the wire into the catheter. A continuity test for distal and proximal electrodes is also performed as well as a wire insertion test. The instructions for use also include instructions on how to properly prepare the catheter for insertion.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available.

Event description:
It was reported that during use in patient, this swan-ganz pacing catheter did not pace from the beginning of procedure. The issue was resolved by replacing the catheter. The brand/size of the used introducer is unclear. There was no allegation of patient injury.